Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had the generator of her dbs exchanged on aug 27 because the battery was dying. 10 days later she developed an infection and the neurosurgeon removed it. Addition information was received from patient rep further describing the infection. 2 weeks after the generator was removed, while still on IV antibiotics and in the rehab hospital, the wound where the doctor cut the leads began dripping pus. They removed the leads from her brain on monday morning. Counting the generator replacement, she has now had 3 surgeries for "this" month and is into her third week in inpatient care. Additional information was received from patient rep providing some additional identifying detail as well as providing additional unrelated medical history for greater context.